Event description:
The customer reported that during use, the body of this handpiece heated up. The increase in temperature was felt by the user/medical personnel and the use of the device was discontinued. The procedure was completed with an alternate device and there was no report of serious injury or surgical delay.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd the handpiece for evaluation and during testing, the reported problem of increased heat was confirmed due to collet bearing failure. In addition, the last repair noted for this unit was in 2006, making it overdue for preventive maintenance. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. Overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burning of the pt's tissue. To reduce the risk of injury prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The user is informed that the recommended service interval for this drill is every 12 months and for its associated bur guards every 6 months. The customer will be contacted with additional info regarding this product. Conmed linvatec will continue to monitor this device for failures.